Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a "downstream occlusion" alarm. A dso pressure range test and inspection were conducted. The reported issue was unable to be duplicated, but was found in the event log. There were multiple entries found in the event log confirming a faulty dso sensor. It was recommend that the dso sensor be replaced. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had downstream occlusion sensor (dso) issues. There was no reported adverse event.

Manufacturer narrative:
Other, other text: additional information received by smiths medical on 16-apr-2021 via email that the event occurred during testing and there was no patient involvement.